Event description:
Customer stated that a patient with a previously identified anti-m failed to react with vs342. Additional testing was performed and anti-m was identified. Review of vs342 indicated that both donors are heterozygous for the m antigen.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory.